Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was placed during a stent placement with stone removal procedure on (B)(6) 2011. The patient called the physician (B)(6) post stent implantation and reported muscle weakness, "charlie horses," and that her toes would curl up. According to the patient, the physician showed her an x-ray of her stones, and commented that her ureter looked very swollen. The physician attributed the pain to stent irritation, and reportedly did not seem concerned. The patient spoke with a pharmacist, who reportedly told her that muscle weakness can be caused by the prescription medication (type unknown) she was taking until (B)(6) 2011 for pre-existing bladder spasms. The patient was prescribed ultra to treat the pain; however, she could not tolerate it, and switched to over-the-counter tylenol as needed. The physician removed the stent from the patient on (B)(6) 2011. The patient continued to experience pain ten days after the stent was removed, but since then, her symptoms have resolved, and her condition is "fine."